Manufacturer narrative:
The patient's age was reported as in the 50's. Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as triggered by touch contamination due to operation with unclean hands. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment, action with dianeal therapy and patient outcome were not reported. At the time of this report, the patient remained hospitalized. No additional information is available.